Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 423 mg/dl at the time of incident and other blood glucose value was 72 mg/dl. Customer reported that auto mode feature was active at time of high blood glucose event. Customer that their insulin pump had insulin pump error alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer performed self test and test was passed. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis. ¿